Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-16, additional information received from the healthcare provider (hcp) reported that the cause of the motor stall in (B)(6) of 2015 was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal baclofen via an implanted pump. The type of baclofen, concentration, dose, lot number, and therapy dates were not provided. The patient's medical history or other medications being taken at the time of the event were also not reported. The IFU (indication for use) was listed as intractable spasticity and multiple sclerosis. The patient's pump logs were examined on (B)(6) 2015 (last change (B)(6) 2015) indicated a motor stall occurred on (B)(6) 2015 at 12:13 and recovery occurred on (B)(6) 2015 at 13:28. The logs indicated the patient was receiving intrathecal baclofen 500 mcg/ml in minimum rate with the current pump settings; however the settings at the time of the motor stall were unknown. The cause of the event, if the patient experienced any symptoms, and troubleshooting performed were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.